Event description:
It was reported that the doctor was performing an lavh. It was reported that the handpiece gave an error 3 handpiece error with the test tip. The handpiece was swapped with another handpiece and the doctor completed the case with no patient consequence.